Manufacturer narrative:
Additional clinical review and conclusion: based on the information available, there is no documentation that supports the liberty select cycler/ liberty cycler caused or contributed to a serious injury. There is a likely association between the pt. Not fastening the patient line connection to the cassette with an observable fluid leak and the patient¿s positive culture as this break in the connection is likely to compromise asepsis. No further action from a clinical perspective is required at this time. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was solicited and received. On (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) made s service call reporting the air detected in cassette message during drain 0 of ccpd treatment realizing the pt. Forgot to close the cassette lines. The pt. Proceeded to bypass into fill 1 when she noticed fluid leaking from the patient line (pl) connection to the cycler set because she did not fasten the connection completely. The pt. Was advised to reset up with new supplies to the fluid leak. On subsequent follow up, it was reported the pt¿s pd effluent culture (unknown date) was positive (unknown result; culture growth; cell count). The pt. Was suspected to have peritonitis and as a result was treated with unknown antibiotics (unknown dose, route, frequency and duration) on an outpatient basis. However, it was later confirmed the pt. Did not incur any peritonitis infection. The pt. Continued pd therapy with no missed treatments reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in the cassette during drain 0 of 4 of treatment. Patient reported that the unused lines are not closed, patient stated that she forgot to close it. Patient closed the unused lines then mentioned that she was is empty and she bypassed to her fill 1 of 5. Patient noticed that she did not connect all the way and fluid was leaking form the patient line connection. The patient was advised to cancel treatment and set up with new supplies. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was cultured and the results was positive and the patient was treated with antibiotics. No treatments missed. Additional information was solicited.

Manufacturer narrative:
Clinical conclusion: based on the information available, there is no documentation that supports a causal association between a liberty select cycler/ liberty cycler set malfunction or product deficiency and the patient¿s peritonitis event. There is a likely association between the patient not fastening the patient line connection to the cassette with an observable fluid leak and the patient¿s peritonitis event. This break in the connection is likely to compromise aseptic technique which puts the patient at risk for an infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.